Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 26mm sapien valve was positioned 60:40 aortic and moved to 80/20 aortic upon valve deployment. Post deployment echocardiogram (tee) revealed a moderate paravalvular leak (pvl). Post dilatation was performed with no extra contrast added; however, no improvement in pvl was apparent. The decision was made to perform a valve in valve a second valve was deployed more ventricular in an attempt to resolve the leak however, it was deployed too low. The pvl was diminished to less than mild but a large central leak was now present. Per report, placement of the second valve was 50/50, splitting the difference between the first and the second valve. It was determined that the central leak was being caused by the first valve's leaflets impeding diastolic flow and disrupting the coaptation of the second valve's leaflets. After assessing this scenario, a third valve was implanted successfully between the first two valves in order to pin the leaflets back and resolved the central leak entirely. The patient was extubated in the room and was noted to be sitting up in recovery just 30 minutes after the procedure. There was a reduction from moderate to mild pvl. Additional information provided by the clinical specialist (cs), indicated the patient's aortic valve was severely calcified, the aortic root was mildly calcified, the ejection fraction was 55%, the sinotubular junction (stj) measured 30.2mm, the sinus of valsalva (sov) measured 35mm, the patient did not have mitral annular calcification (mac), and the patient had mild septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, balloon inflation was held for more than 3 seconds during deployment, and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the root cause of the reported event is possibly related to a combination of patient and procedural factors including too ventricular positioning and deployment of valve resulting in leaflet overhang from the index valve causing central leak. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.